Event description:
The manufacturer received information alleging failed diagnostic testing. There was no harm or injury reported. Service quote has been provided for the replacement of the three-way solenoid valve and the proportional valve to address the issue.